Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2010, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code capture the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that a lynx system device was implanted into the patient during a total vaginal hysterectomy, anterior and posterior repair, and a lynx midurethral sling placement with cystoscopy procedure performed on (B)(6) 2010 for the treatment of menometrorrhagia, dysmenorrhea, pelvic relaxation, and stress urinary incontinence. There were no complications noted throughout the procedure. The patient was also woken and brought back to the recovery area in a stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.